Event description:
A malfunction was reported on the customer's pump shortly after it was shipped from tandem, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer continued using the current pump while a replacement was sent by cts. Tandem arranged for the customer to return the faulty pump using a pre-paid shipping label, and the customer was instructed on how to handle the replacement process.